Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 414 mg/dl, 70 mg/dl and 80 mg/dl. The customer was treated with insulin pump. Customer declined to troubleshoot for high blood glucose. Customer also stated that insulin pump had insulin flow block alarm. Customer stated alarm did not occur during fill tubing. Customer unable to go further to troubleshoot as they was not able to resolve issue with either set or reservoir change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).